Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was originally reported to covidien on 01/25/2010 that a customer had a problem with a urinary catheter. The customer reported that the entire pt's foley catheter turned green. On 03/09/2010, the customer reported to covidien that the pt expired on (B) (6) 2010.